Event description:
Customer reported burning smell from the unit.

Manufacturer narrative:
A burning odor was reported coming from the centrifuge unit. The unit inspection indicated that the power connector is worn at the pcb. It also appeared that a liquid had spilled on the latch assembly and around the fan. The pcb was replaced. There was no report of injuries, open flames, smoke emission, or fire department being called.